Event description:
A peritoneal dialysis (pd) patient's daughter called for info on how to disconnect from the cycler as her father was having chest pain and breathing problems during treatment. Nitro was administered and the emergency medical service (ems) was dispatched. During follow-up with the pt's pd nurse it was confirmed the pt was hospitalized for cardiac issues. The pt has a known cardiac history and there were no complications from his pd therapy. No further info was available at the time of this report.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. The following mdrs are related: 2937457-2014-00116, 8030665-2014-00095 and 1713747-2014-00003.